Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that the patient's nerve pain returned to the same levels as before the device was inserted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the manufacturer's representative that indicated no interventions had been planned or performed. The patient experienced an increase in pain.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt stimulation at the implantable neurostimulator (ins) pocket site and since then they could not charge the ins. The ins also could not be read by the physician programmer or patient programmer. It was noted that the ins was not implanted too deep as it was easily palpable. A physician mode recharge (pmr) was initiated. A power on reset (por) message was seen 48 minutes into the pmr with the error code "0x8" after the por was cleared, the patient again attempted to recharge and had full recharge coupling, but the ins battery level would not rise above 25%. Additional patient symptoms and the patient outcome were unknown at this time; additional follow up is being conducted to retrieve this information.

Manufacturer narrative:
South africa.

Event description:
Additional information received from the manufacturer's representative indicated the physician programmer would not read the device. The programmer indicated the ins needed to be recharged. When the recharger was placed on the ins there was no coupling (none of the coupling boxes were shaded). Another pmr was then completed, but coupling was still at 0 bars. It was noted that the recharger would pick up two bars of coupling, but would then lose them within five minutes.